Event description:
It was reported that a patient¿s pump was gradually turned down ¿about a month ago¿ to minimum dosing because the patient was having side effects from medications. The healthcare professional stated that the pump was ¿turned off¿ on (B)(6) 2015 and the patient as weaned off of ¿all narcotics.¿ the reporter stated that the pump ¿will eventually be removed¿ because the side effects ¿were getting more than the value of the pump¿ and the ¿two side are movement disorder and loss of saliva which resulted in thousands of dollar in dental problems.¿ the patient recently went to a medical facility regarding medication side effects. The pump was implanted ¿around the same time¿ as a car accident in 1991 to help and that the catheter went up close to the shoulder blade for fibromyalgia pain. The reporter stated that when the pump was being decreased, it did not appear the pump was doing much good in the first place. The cause of the issue was unknown. The patient reportedly recovered without permanent impairment. The pump was used to infuse fentanyl, bupivacaine, and baclofen (unknown). No intervention or outcome was reported. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).